Event description:
Sepsis. An event has been reorted via a genzyme sales representative in regards to an adverse event with seprafilm. Reportedly, the pt who had a history of ulcerative colitis and was immunosurpressed, underwent a re-operation (date unknown) for reconstructive repair at the site of a prior wound. The mesh repair was reportedly adhered to the bowel and there was multiple adhesions. The physician placed seprafilm prior to closure. The pt subsequently developed a serious infection (sepsis). The physician indicated that they felt the sepsis was due to leaking from the bowel and was not related to seprafilm use. Further info was unavailable at this time. A follow up report will be submitted if further details are rec'd.